Event description:
Upon removal of the 070 neuron from its packaging a kink was noticed at the distal tip. The technician was not 100 percent sure if it the kink was produced by how the catheter was stored or if the kink was originally there from manufacturing. A second catheter was removed from their inventory and was observed to be in excellent condition and therefore was utilized for their case.

Manufacturer narrative:
Device investigation: results: the catheter has a kink 8.3 cm distal of the hub-shaft joint. There are ovalizations at 3.3 cm and 42.5 cm from the distal tip of the catheter. A 0.070" mandrel was introduced into the hub of the catheter and advanced distally. The progress was smooth until the tip of the mandrel hit the proximal side of the kink at 8.3 cm from the hub-shaft joint. At this point forward movement stopped. The catheter is non-functional. The distal tip of the catheter was introduced into an example carrier tube. The catheter jammed at the 3.3 cm ovalization and would advance no further. The distal damage noted in the complaint is confirmed. Since the damaged portion of the catheter was impossible to fit back into the carrier tube the damage seen must have occurred after the catheter was removed from its packaging. The damage seen at the mid and proximal shafts were not noted in the complaint and are likely the result of post procedure handling. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.